Event description:
It was reported that the 9800 system is "beeping". There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed a telephone evaluation, with the help of the clinical engineer. The malfunction was verified. Clinical engineering changed the straps on the transformer and checked the voltage. The clinical engineer stated the system is working as intended.